Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On 26-may-2024, it was reported by the patient that infusion set tape not sticking. Infusion sety fell off at the time of bathing. No further information was available.